Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information, patient outcome is stable.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic total hysterectomy last (B)(4), the first bite was fine but during the second bite the needle broke in half and fell into the patient and got lost. The original procedure had to be stopped to perform an x-ray on patient. The needle was found. Another device was used to complete the case. The surgery was delayed about 45 minutes to 1 hour. Patient outcome is unknown.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Needle was broken at suture swage. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the bent or broken needle may occur when the needle is not loaded properly or when the needle is forced into an obstacle. This condition may also occur if excess pressure is exerted on the needle or the attached suture while the jaws are in the open position. In these situations, the needle may flex and ultimately break. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.